Event description:
It was reported that the wake button was unresponsive. Customer¿s blood glucose was 316 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy. Additionally, it was reported that the customer experienced a blood glucose level of 61 mg/dl hat required assistance from a grocery store clerk to address. Reportedly, the clerk provided customer with a candy bar to consume. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management.